Manufacturer narrative:
Additional information was received on 8/17/2018. The explant date was updated to (B)(6) 2018. The final fill volume of the impacted product was 495ccs, and the final fill volume of the concomitant product was 450ccs. When the device was explanted, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed. The investigation of the returned product was completed by the failure analysis lab on 8/26/2018. Device evaluation summary: it was reported that a (B)(6) year-old hispanic female underwent breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. A rent was discovered within the crease measuring 1.2 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420 cc saline prosthesis, catalog #3503420, serial (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent breast augmentation with a mentor smooth round high profile 420 cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. As a result, the device was explanted on (B)(6) 2018.